Event description:
Boston scientific received information that one day post implant, this right atrial lead was confirmed dislodged. The physician performed surgical intervention and successfully repositioned the lead. No adverse patient effects were reported and all measurements post intervention were confirmed within a normal range.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.